Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Per (B)(4), this lead and the rv lead were found to be dislodged after the patient was inappropriately shocked. Both leads were successfully revised and remain implanted.